Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced high blood glucose multiple times and had to change the infusion sets many times to lower her blood glucose. It was also mentioned that the customer was taking a medication, which may have caused her glucose level to rise, but she was not sure. No further information was provided.